Event description:
It was reported that, an 840 ventilator had compressor inoperable the ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) inspected the device and verified the reported issue. The se found loose connection on the compressor pcb (printed circuit board). The unit passed all testing and operates within the manufacturing specifications.